Manufacturer narrative:
Patient demographics provided. The monitor for the navigation system was returned to the manufacturer for evaluation. Testing found that the display had several scratches though the monitor displayed a good image without any flickering. A small area on the upper left quadrant was noted to have dead pixels. Additionally, it was noted the unit was received with poor packaging. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the equipment. Testing revealed that the surgeon monitor of the navigation system was replaced to restore functionality. The system then passed the system checkout and was found to be fully functional. The monitor has not been received by the manufacturer for evaluation. Other relevant device(s) are: product ID: 9733623, serial/lot #: unk, UDI#: asku. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in a cranial resection, the surgeon monitor of the navigation system was "flickering". It was noted that the connections to the monitor were checked without resolution. Swapping out the surgeon monitor was noted to have restored functionality for the procedure. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no reported impact on patient outcome.